Event description:
A consumer reported that following use of this product, which she has used for years, in conjunction with contact lenses, she experienced burning. She reported she went to the doctor approx a month ago and she was diagnosed with an infection. She was treated with antibiotic eye drops and the event has resolved. Additional info was received from the consumer who reported that she is not sure what caused the problem. She described the infection as intense burning, itching, irritation and red eyes.

Manufacturer narrative:
Eval summary: a sample has not been received from the customer. The complaint history was reviewed for this lot and there were no other complaints reported. Review of the compounding, filling, and packaging mbr's (mfg batch records) did not show any anomalies that may have contributed to the complaint condition. A review of the stability data for all lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. The primary components (bottles and closures) are produced under controlled conditions and are double bagged and placed into shippers from the supplier. Those shippers and the components inside are gamma sterilized prior to being sent to alcon. These incoming components were verified to meet design criteria via dimensional analysis and attribute inspection prior to disposition. Consumer allergy, sensitivity, product use, and lens care practice cannot be confirmed. Root cause cannot be determined. Additional info was requested from the consumer on (B)(4) 2012 by phone and mail. Additional info was received on (B)(4) 2012 by phone. The consumer has not been able to provide the doctor's contact info; therefore, f/u to the doctor could not be conducted. (B)(4).